Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device was leaking before use, as evidenced by fluid in the over pouch. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample is available for evaluation; however, the sample has not yet been received by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv50 device was observed leaking at the luer lock location before use. The device was filled with pamidronate (90mg in 250ml sodium chloride 0.9%). According to the report, the blue winged and fill port caps were checked and tightened after filling and then the samples were packaged for storage. There was no reported patient injury or medical intervention. Three (3) ce intermate lv50 devices, all lot # 10b075, were reported leaking through the blue winged luer cap. This report is for device 1 of 3.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" could not be confirmed. No signs or evidence of a leak were found at the area of the blue winged luer cap or anywhere on the entire device. A leak test was also conducted; however, no evidence of leak was found. The sample performed as expected. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review has been conducted which revealed product met all acceptance criteria for release.